Manufacturer narrative:
The reported issue was inconclusive as no sample was returned for evaluation. A potential root cause for this failure could be "belt temperatures too low after nip roller and heated section." The device was not returned for evaluation. The lot number is unknown; therefore, the device history record could not be reviewed. The instructions for use were found adequate and state the following: "the pad surface must be contacting the skin for optimal energy transfer efficiency. A) if desired, the center section of the pad can be wrapped around the patient¿s torso and secured in place using the velcro tabs provided. Place pads to allow for full respiratory excursion. (E.g. Ensure free movement of the chest and abdomen are guaranteed). If the pad fails to prime or a significant continuous air leak is observed in the pad return line, check the connections, then if needed, replace the leaking pad. Once the pad is primed, assure the steady state flow rate displayed on the control panel is appropriate. The minimum flow rate should be 1.1 l/m." H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: the device was not returned.

Event description:
It was reported that the nurse has a patient on the arctic sun device, nurse was receiving low flow alerts. Nurse had one neonatal pad connected. The current water flow rate was 0.5 l per minute. Nurse asked what was a normal flow rate. Mis informed nurse to check the tubing to make sure it was not kinked or bent. Nurse stated it looked like the tubing might be stretched out. Mis informed nurse to pause therapy to disconnect and reconnect using proper technique while straightening out the tubing. Nurse stated there have been a bunch of people in the room trying to work on the patient and place access lines. Currently there was someone working on placing an access line and nurse was unable to do any troubleshooting. Nurse could not get to the tubing or connection right now. Mis explained to nurse with only one neonatal pad, the flow rate was expected to be around 1l per minute. When the flow rate was below 1l per minute, the heater capacity diminishes. Once the flow rate was below 0.5l per minute, the heater turns off completely. Mis explained to nurse that if the patients temperature was colder than the target temperature, the device would not be able to adequately make warm water to warm the patient. This was also important once they were in the rewarming phase. Nurse stated as soon as nurse was able to get to the device and pads to troubleshoot, nurse would call back. Nurse unable to get to the serial number.

Event description:
It was reported that the nurse has a patient on the arctic sun device, nurse was receiving low flow alerts. Nurse had one neonatal pad connected. The current water flow rate was 0.5 l per minute. Nurse asked what was a normal flow rate. Mis informed nurse to check the tubing to make sure it was not kinked or bent. Nurse stated it looked like the tubing might be stretched out. Mis informed nurse to pause therapy to disconnect and reconnect using proper technique while straightening out the tubing. Nurse stated there have been a bunch of people in the room trying to work on the patient and place access lines. Currently there was someone working on placing an access line and nurse was unable to do any troubleshooting. Nurse could not get to the tubing or connection right now. Mis explained to nurse with only one neonatal pad, the flow rate was expected to be around 1l per minute. When the flow rate was below 1l per minute, the heater capacity diminishes. Once the flow rate was below 0.5l per minute, the heater turns off completely. Mis explained to nurse that if the patients temperature was colder than the target temperature, the device would not be able to adequately make warm water to warm the patient. This was also important once they were in the rewarming phase. Nurse stated as soon as nurse was able to get to the device and pads to troubleshoot, nurse would call back. Nurse unable to get to the serial number.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.